Event description:
During troubleshooting for drain pain, the home patient (hp) stated they had an issue with the homechoice (hc) machine. The hp stated while performing pd therapy, they noticed that the dialysis solution was heated too much after she started her treatment. It was alleged that the hc device overheated, causing this issue. There was patient involvement, but the patient did not experience an injury as a result of the overheated solution bags.

Manufacturer narrative:
(B)(4). This complaint for an over temp fluid delivered was not confirmed and the root cause could not be determined. The actual device was evaluated. An event history log review was performed with no overheated fluid delivery nor were any temperatures corresponding to alarms found. A visual inspection of the device was performed and no issues were found. Functional tests were performed under (B)(4) software, with no issues noted. A service history review was performed with no previous service events found that were related to reported issue. The device met specification.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.